Event description:
Customer reportedly had low blood glucose systems with results of 276 mg/dl and 27 mg/dl obtained at the same time on the aviva system. A result of 23 mg/dl was obtained 11 minutes after the above value; customer's spouse treated him with 20 oz glass of milk. Customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.